Event description:
The MFR received info alleging a ventilator's ac inlet connector was damaged. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at a third party service center, the ventilator's ac inlet connector was replaced to address the issue.